Manufacturer narrative:
The insulin pump was received with currents in specification. The insulin pump passed the rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery alarm, and displacement test. There were no unexpected excessive no delivery alarms. The pump was received with a minor scratched lcd window, cracked near the display window corners, and a cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Additional cosmetic damages on the insulin pump include a minor scratched lcd window, a crack near the display window corners, and a cracked reservoir tube lip.

Event description:
It was reported that the customer had multiple no delivery alarms. Troubleshooting was performed and the customer felt like it is likely a problem with the infusion sets. Customer stated that he is legally blind. Customer was called back and stated that everything was fine now. Customer reported in a previous call that he was frequently getting no delivery alarms. Customer was advised that the insulin pump will be replaced and to revert to a back-up plan.